Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02145.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay. This MFR. Report is for patient one (1) of three (3). The customer reported a false negative result with the ID now covid-19 assay. Confirmation testing was performed via rt-pcr (platform: (B)(6)) and generated negative results. Although requested, no further information was provided.

Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.